Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a screen display issue on the external pulse generator (epg). The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found something sticky on the battery contact chips, however, the machine worked normally. As a result the battery contact chips were cleaned. The device then passed a final functional test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.